Event description:
Healthcare professional reported "waves, folds, rotation, capsular contracture baker grade I". Healthcare professional later reported "no rupture when opened". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "waves, rotations" cont. E1 phone number- (B)(6).

Event description:
Healthcare professional reported "waves, folds, rotation, capsular contracture baker grade I". Healthcare professional later reported "no rupture when opened". This record is for the right side. Device was explanted.